Event description:
During the device preparation for the radiofrequency atrial fibrillation procedure, the procedure was cancelled due to an amplifier issue with the patient prepared. After starting a new case on ensite x, it was noted that there was an "amplifier hardware" error message that appeared on the display and then "cannot disable the magnetic field" was displayed. The procedure was cancelled.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite x amplifier was received for evaluation. The field reported event was able to be replicated by power sequencing. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the scu. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.